Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pacing impedance measurements along with noise. An invasive procedure was performed to revise the lead. When the pocket was opened it was noted the ra lead was not fully inserted into the device header. The lead was reinserted into the device header and the set screws were secured which resolved the clinical observation. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.